Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 11/10/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. With review of the available information there is no indication of any device malfunction or performance issues related to the event. The double disconnect was the result of plugging in the ac adapter into a wall socket that was switched off. Education to the staff and the patient were performed on the event and details of how to prevent a similar situation were discussed. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller triggered a high alarm and alerted the nurses in the ward. It was stated that the patient was found with "loss of consciousness and incontinence on the bed during battery exchange." It was speculated that during the battery exchange, battery was removed by patient while the controller was connected to ac power cable without power source on, as the wall electric socket power button was not switched on and power loss occurred to the controller causing a double disconnect. The nurses discovered the situation immediately and switched on the wall ac power. It was stated that there was no CPR or resuscitation required and that the patient spontaneously resumed consciousness after switching wall ac power. The incident was reported to the on call doctor and no further medical treatment was applied. Site communicated event to the distributor and manufacturer representative. Patient admitted that his poor alertness contributed to the incident which was due to poor sleep and sleeping pill side effect. Manufacturer clinical specialist attended the ward with distributor for investigation and patient education. Suggestions were given to patients and nurses as follows: {"keep switching on wall ac power button and make sure ac transformer work normally with green light on before plug into the controller. Recheck the ac power on in controller. Use official patient bag instead of his self-designed backpack to enhance his power exchange technique and ensure alarm amplitude easily recognizable. Make sure patient being fully alert and concentrated during power exchange. Nursing manpower is required to stand nearby the patient for observation of patient self-managed power exchange technique, especially during night time and early morning. Routine schedule to patient and nurse should be comprised. For home leave and discharge situation, patient is encouraged to have a caregiver standby during power exchange. Improve sleeping quality by lifestyle modification. Patient get used to sleep at daytime and result in poor sleep at nighttime even with intake of sleeping pill."} no additional information provided.